Manufacturer narrative:
(B)(6). (B)(4). This part is not approved for use in the united states; however, the catalog # 853-465 and 510k # (B)(4) of 'like devices' were cleared in the united states. No applicable imaging films available. Hence it is difficult to come to any conclusion.

Event description:
It was reported that patient underwent laminoplasty on an unknown date. Post-op, a screw was backed-out to lamina. No patient complications were reported.